Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 3, 2019, it was reported that the unit hose was leaking. The customer returned an air dermatome device, serial number (B)(4)., for evaluation. The customer also returned a hose and 1/2/3/4 inch width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) implemented a serial number logbook to correct this issue. The previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4). One time as documented in the repair reports in livelink. The last repair was june 25, 2013 where it was reported that the device was not taking proper grafts and the ball detent, machined head, control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibration shaft, throttle lever, motor, poppet assembly, hand piece assembly, o-ring, and gears were replaced. This is not a related issue. Product review of the air dermatome on april 16, 2019 revealed that the hose was leaking. The motor, poppet assembly, and bearings were froze up in the device. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on april 16, 2019 which included replacement of the poppet spring, o-rings, poppet housing, poppet, screws, throttle hinge gasket, throttle hinge, motor sleeve, motor, swivel, bearings, eccentric shaft, hose, reciprocating arm, spring seal, semi-circle shaft bearings, and vespel bearings. Air dermatome, serial number (B)(4).was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the air hose was leaking. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the air hose was leaking. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the unit hose was leaking during use. No adverse events were reported as a result of this malfunction.